Event description:
Employee has run a daily biological indicator test in the sterilizer. When the process was complete, as all indications showed, the employee opened the door and a grey mist came out of the sterilizer. Two employees were exposed to this grey mist. The MFR replaced this sterilizer with a new device, free of charge.

Event description:
Employee had run a daily biological indicator test in the sterilizer. When the process was complete, as all indications showed, the employee opened the door and a grey mist came out of the sterilizer. Two employees were exposed to this grey mist. The MFR replaced this sterilizer with a new device, free of charge.